Event description:
It was reported that during a follow-up check, lead dislodgement was observed on the left ventricular (lv) lead via a review of the x-ray. The patient was admitted with complaints of diaphragmatic stimulation. The patient was treated with a change in cardiovascular medication and the lv lead was explanted and replaced. The patient experienced chest heaviness prior to the procedure and was in stable condition during and post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.